Manufacturer narrative:
(B)(4) the device with lot #80608 was returned for evaluation. Complaint is confirmed, upon evaluation the mylar was torn. Device will be scrapped out of inventory per the established procedure. The device was returned from a distributor, not a facility, no patient involvement.

Event description:
It was reported on (B)(6) 2018 by the 3rd party distributor that the last shipment they had received, there were two cryo2 devices that failed their incoming inspection for vacuum pack error. The packaging was torn which compromised the sterility of the product.